Event description:
N/a

Manufacturer narrative:
An event of chest pain and shortness of breath post-procedure while in recovery, and device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the reported chest pain and shortness of breath appear to be a cascading effect of the reported device embolization. However, the cause of the reported device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant. The landing zone measurements were 0=14,45=10, 90=23, 135=19. Transesophageal echocardiogram (tee) was used to determine the sizing of the device. Close criteria was met and tension test was performed prior to implant. No fluid was given during implant and left atrial pressure was not measured. The amulet shape at implant was tire. No leak was observed. No implant complications were reported. After an unknown amount of time, the patient experienced chest pain and shortness of breath. Echo was performed, which showed the amulet had embolized to the mitral valve; it had completely dislodged from the implant site. The cause of embolization was reported as unknown. The patient was observed for a few hours to determine if the amulet would continue to migrate towards the aorta. Ultimately, the patient was transferred for surgical retrieval of the amulet. The patient was reported to be recovering.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.